Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Physician reported left side rupture. The device has been explanted. The manufacturer of the device is unknown.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown.